Event description:
It was reported by the territory manager that during implantation of the intraocular lens (iol), the trailing haptic refused to unfold. No patient data, nor the date of event, implant/explant dates or other details were provided.

Manufacturer narrative:
It was reported by the territory manager that during implantation of the intraocular lens (iol) the trailing haptic refused to unfold and the iol had to be removed. It was unclear from the initial report if the removal of the iol was performed in a secondary procedure or during the initial procedure. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Telephone number: (B)(6). (B)(4). Explant of intraocular lens (iol). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Catalog number: pcb0000210. The intraocular lens (iol) was returned to our manufacturing site for inspection which revealed that the iol was torn trapped between the cartridge tip and pushrod. The functional test was not performed since the preloaded system is a single-use medical device and was already used. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The device was returned to (B)(6) laboratory. Visual examination of the device found that the intraocular lens (iol) was stuck at the distal tip. The nut was in the locked positon with not detent deformation. The most probable cause of the failure is the one minute dwell time in the forward locked positon was most likely exceeded. Instructions for use indicate the device should not be left in this position for longer than one minute. Manufacturing records were reviewed. All process operations presented in the manufacturing records were in compliance. All tests showed a pass condition. No deviation or non-conformance related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.